Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by printer driver issue. A technical support specialist dialed into the station, reinstalled the printer and changed configuration settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es label printer configuration was not correct. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.